Event description:
It was reported that during implant, the right ventricular (rv) lead could not achieve adequate electrical values while trying to implant the lead. The patient had difficult anatomy and several attempts were made with the lead in different places of the rv but adequate values could not be obtained even when trouble shooting was tried. It was questioned if the rv lead may be damaged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).